Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer's blood glucose was 35 mg/dl. The customer treated the low blood glucose with glucose tablets. The customer declined troubleshooting because the insulin pump was working as designed and expected. The customer stated that they would contact their healthcare provider to adjust settings. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.